Event description:
Patient reported left side rupture" confirmed via ultrasound. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided.

Event description:
Patient reported left side rupture" confirmed via ultrasound. Patient's representative additionally reported insomnia, headache, fear of medical treatment, anxiety, and refusal to have sexual relations. Device has been explanted and replaced.